Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 401 mg/dl. The blood glucose level mentioned as 367 mg/dl, 356 mg/dl and 382 mg/dl. The insulin pump will not be returned for analysis.